Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for a scheduled follow-up the right ventricular lead was found to have dislodged and migrated to the right atrium. The lead was explanted and replaced.